Manufacturer narrative:
(B(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Pouch. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 3rd. What color cartridge was being used? 6r45m. What other color cartridges were used before and after this event? White on 1st fire. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received in good visual condition and with four reloads present. The reloads were received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric bypass procedure, on the third firing on the pouch the staples were malformed. They were in an inverted "b" shape. Upon examination of the staple line, there were no leaks or bleeding. This was on the remnant side of the pouch. To reinforce the area, the surgeon went over the area with a powered echelon. There was no impact to the patient. The device along with the cartridges will be returned for analysis.